Manufacturer narrative:
The field service rep (fsr) was unable to verify the reported issue. The fsr did verify that the alarm level sensor sensing surface was slightly non-cave. The fsr removed the suspect level sensor and returned it to the manufacturer for further eval. The fsr installed an level sensor and performed functional and release tests. The level system meets manufacturer specifications, and was returned to clinical use. The fsr delivered a new replacement alarm level sensor to be used as a backup. The fsr downloaded the software logs for further eval. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensor was not working. Perfusion system was alarming "level detector detached". The device was not changed out, as the customer had two level modules setup for this case. The case proceeded with no harm to pt. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. The field service representative's (fsr) additional complaint description includes: the perfusionist (ccp) was moving the perfusion system to the field and alarmed "level not attached", they reset the module and continued with case. Around 11:55, an alarm sounded but they did not see a message on the screen and no color change to the level alarm icon. An alarm sounded again and the customer saw "level not attached" in the drop down menu and still no color change in the icon, they stated the centrifugal pump did not go to coast mode.